Event description:
(B)(4).

Manufacturer narrative:
Data corrected in section d. Changed the product from hl 20 to rotaflow console. According to the service order (B)(4) the actual piece of equipment that is having the issue is rotaflow s/n (B)(6), the customer complained that during setup and testing, no patient was involved, the rotaflow would stop and the rpm/lpm would display zeros. I had looked at this unit previously for this complaint and ran it for over an hour with no issues. I ran the unit for 44 minutes and did see the unit stop and the values go to zero. The unit had to be restarted in order to start the pumping again and it ran for less that 5 minutes before failing again. I noticed that there was a bad wire pin in the potentiometer cable connector. I tried to re-seat the pin and could not get it to stay in the connector. I ordered a new potentiometer with wiring connector and will replace once received. 8-23- I returned and replaced the potentiometer and found that I had damaged the rf measurement board when removing the connector. I had to order and replace the board. I returned (B)(6) and replaced the board. I then ran the unit for an hour and the unit stopped functioning again. I then asked the operator to let me swap the drive with another that was on site. I swapped the drive and let the unit run for 1.5 hours while performing other service work. The unit operated correctly and did not stop. The original drive is the defective part and the unit will have to be sent in to the depot for repair. (Ssu informed that they should open another complaint for the defective rotaflow drive - after several request no complaint was opened) thus the faiure could not be confirmed. During service the rotaflow drive was detected as defective part and the rfd triggered the reported failure. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
In USA it was reported that the hl20 device stopped unexpectedly and rpm dropped to 0. The unit could not be restarted. No patient harm or injury was stated. Complaint# (B)(4).